Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing was noted on both the atrial and ventricular channels via review of a stored egm. No therapy was delivered as patient returned to sinus. Noise was not reproducible with testing on either channel. During change out the leads were tested. No anomalies were found.